Event description:
Patient reported obtaining back-to-back blood glucose results of 61 mg/dl and "lo" (< 10 mg/dl), while using the suspect device. Based on these values, patient had something to eat. No patient injury was reported. Quality control testing was not performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.